Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery in 2008 (specific date not reported), to excise the excess skin, due to skin overgrowth around the abutment. The implanted device remains.